Event description:
It was reported that intermittent cartridge alarms occurred (alarm 19) during the load sequence with multiple cartridges. Customer¿s blood glucose level was 220-240 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.